Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited the system onsite and found that there was a memory problem with the host pc. Analysis of the log file showed a memory problem in the host pc. Upon troubleshooting, the fse found intermittent problems in the host pc. To resolve the issue, the fse replaced the host pc, hard disk and reloaded the software. The defective host pc was returned to philips for failure analysis, and the failure analysis showed failed components ram. The description of the test performed was "incorrect ram size. Due to manufacturing issues, the dimms (dual in-line memory modules) may not function as intended, leading to issues with the allura xper and allura centron system's imaging processing pc, host pc, and flexvision pc. If one of these pcs breaks down, the system stops functioning, and no imaging is possible. Philips has initiated a medical device correction z-1156-2024. After the replacement of the host pc, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a memory problem with the host pc. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.